Event description:
The customer reported high blood glucose and insulin pump had beep anomaly. Customer stated had unusual high blood glucose. Last blood glucose reading was 522 mg/dl. Customer she treated with manual injection and disconnected form insulin pump and saw that it was not dripping. Troubleshooting was done for high blood glucose and beep anomaly. Performed self- test and high pressure test and passed. Advised the customer to contact healthcare provider for other possible causes of high blood glucose. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).